Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had bacteremia that lead to system infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. Additional information received from a healthcare personnel (hcp) indicates that the patient also had endocarditis, tachycardia and shortness of breath. No additional adverse patient effects were reported.